Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008: , the patient presented with pre-op diagnosis as: herniated lumbar disk, recurrent l5-s1, right. For which patient underwent transforaminal interbody fusion l5-s1. Transforaminal interbody fusion was accomplished using the patient's own bone, bone morphogenic protein, peek cage, globus rods and screws. Per op-notes, "..the posterior aspect of the transverse processes were decorticated and ollier graft was accomplished using bone matrix protein plus the patient' s own bone and this was augmented if necessary with crushed with cortical cancellous bone. X-rays verified excellent location of the construct at l4-5 on the right side. . " the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.